Event description:
Ous MDR - after an implantation time of about 14 months, an interference signal in the atrium and ventricle channel was reported. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
During lead analysis it was found that the lead body insulation was massively damaged by crushing approximately 25 cm distal to the connector pin. This damage is highly likely the cause of the clinical complaint. The damage observed must be due to excessive pressure loads on the lead body. The characteristics of the damaged lead body structure suggest excessive mechanical load on the lead due to subclavian crush syndrome. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. There was no indication of a materials defect or a manufacturing defect.